Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus cannot confirm the phenomenon and a definitive root cause could not be determined, also, it was unknown if reprocessing was performed according to the instructions for use (IFU). We confirmed that the inspection method for this event is described in the reprocessing manual " chapter 5, section 5.5: manually cleaning the endoscope and accessories clean the external surface ¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope hemostatic clip may have become disassembled in the forceps channel. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.